Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-32890 - device 6 of 8

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced eight infusion sets cannula kinked events on 20-aug-2024, 30-aug-2024, 03-sep-2024, 15-sep-2024, 27-sep-2024, 05-oct-2024, 12-oct-2024 and 21-oct-2024 within 3 hours of insertion. The insertion site was abdomen. Patient replaced infusion sets and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.